Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Subsequently, the customer had a seizure, fell, and customer¿s leg became broken. The cause for the reported issue was unknown. Reportedly, the customer required assistance addressing bg level with glucose tablets and emergency services were called. Emergency services treated the customer with unspecified intravenous fluids, and transported the customer to the emergency room to treat customer¿s broken leg. Recommendation was made to discuss diabetes management with a health care professional.